Event description:
The patient reported on (B)(6) 2014 at 9:52 she activated a new pod. At 12:42 she was release from the hospital. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia or hospitalization. No product lot number was reported therefore no qualification records were reviewed.